Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "left hip revision on a rejuvenate size 10 femoral stem with modular neck. Patient was experiencing thigh pain and had/has metal flakes or signs of metal in his blood. Removed the stem and old mdm head and converted to a restoration modular with a new mdm head and ceramic inner 28mm -4 biolox delta ceramic head."

Manufacturer narrative:
An event regarding abnormal ion level and corrosion involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of provided images has been performed and stated that - blood drops and black material noted on neck surface. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported high level of cobalt is considered to be under the scope of this recall. No further investigation is required.

Event description:
As reported: "left hip revision on a rejuvenate size 10 femoral stem with modular neck. Patient was experiencing thigh pain and had/has metal flakes or signs of metal in his blood. Removed the stem and old mdm head and converted to a restoration modular with a new mdm head and ceramic inner 28mm -4 biolox delta ceramic head."